Manufacturer narrative:
Correction: d4 - primary UDI number. Investigation ¿ evaluation: as reported, following a vaginal delivery, a cook bakri postpartum balloon with rapid instillation components¿ was used for treatment of postpartum hemorrhage (pph) secondary to uterine atony. The patient experienced an estimated blood loss of 800ml. Prior to use the balloon was tested. The balloon was placed transvaginally into the patient and inflated with 500 ml of water; the bleeding persisted. Attempting to drain fluid from the balloon's three-way valve, the physician found no fluid in the drainage tube. Mistaking this for a catheter blockage, the physician cut the tube. However, no fluid flowed out afterward. The user removed the device and found a rupture causing leakage. At this time the bleeding volume was of 700 ml. The user replaced the device to complete the procedure, and the hemostasis was achieved. The total estimated blood loss was 1500 ml. It was reported that the balloon was not handled in proximity of any metal tools. The patient did not require any blood transfusions. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Visual inspection of the returned complaint device was also conducted. The complaint device was returned for investigation without package or label. The device was returned cut in half, so cook was unable to test for leakage. Heavy biomatter was present on the balloon, so cook was unable to identify the leak location visually. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformance's reported for this failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, cook has concluded that the device was manufactured to specification and that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, following a vaginal delivery, a cook bakri postpartum balloon with rapid instillation components¿ was used for treatment of postpartum hemorrhage (pph) secondary to uterine atony. The patient experienced an estimated blood loss of 800ml. Prior to use the balloon was tested. The balloon was placed transvaginally into the patient and inflated with 500 ml of water; the bleeding persisted. Attempting to drain fluid from the balloon's three-way valve, the physician found no fluid in the drainage tube. Mistaking this for a catheter blockage, the physician cut the tube. However, no fluid flowed out afterward. The user removed the device and found a rupture causing leakage. At this time the bleeding volume was of 700 ml. The user replaced the device to complete the procedure, and the hemostasis was achieved. The total estimated blood loss was 1500 ml. It was reported that the balloon was not handled in proximity of any metal tools. The patient did not require any blood transfusions. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
H3: device evaluation is anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.